Event description:
The customer reported that the one of the tips on the device has snapped off. It is further reported that it is suspected that this occurred during the cleaning/sterilisation process. It is further reported that there are no adverse consequences.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.